Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm over 10 yrs ago under the high risk study. It was reported that there was disease progression with aortic neck dilatation and that the pt presented with the supra-renal stent component separated from the remainder of the bifurcated body. The stent graft has migrated with presence of an endoleak and aneurysm sac enlargement. The cause of the supra-renal stent separation is unk. The c-bar is fractured. Films were reviewed by an independent consultant physician and his impression is as follows: review of the cta: there is separation of the proximal ring and the main body of the stent graft. The body of the graft is in the aneurysm sac. The proximal stent is at the level of the renal arteries. There is a type 1 endoleak. Maximum size of the aneurysm is 59mm. Distal fixation appears adequate. There appear to be coils in the sac as well. Intervention is pending review of CT scans. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Requires intervention. Film eval. Endoleak, migration. Aortic neck dilatation. Cause of supra-renal stent separation is unk. Separated supra-renal stent and fractured c-bar. Conclusion: angulated aortic neck.